Event description:
The clinician reports the implant was inserted on (B)(6) 2016 in ada 4. On (B)(6) 2023, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.